Manufacturer narrative:
(B)(4). Info anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). Customer decided not to release device for analysis the device was not returned for analysis. However, there was a packaging lot or batch number provided by the user facility. With this information, the manufacturing related records were reviewed and we were unable to confirm the complaint nor determine a manufacturing or design related cause for the reported event. Complaint information is trended on a regular basis to determine if further investigation is warranted.

Event description:
It was reported that during a right hemi colectomy procedure, on the third firing, the device cut and partially stapled. Due to the malfunction of the device, five additional inches of bowel had to be resected. This did not have a negative impact on the pt. Another device was used to complete the case with no pt consequence.